Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Add'l PMA/510(k)#: k050739.

Event description:
Affiliate reported that surgeon attempted to change the pt's shunt setting and continuously had a "repeat adjustment" message from the machine. When the machine finally read adjustment complete, surgeon had the pt x-rayed to check the setting and the pt's shunt was set at the lowest setting and not at the setting that he chose. The surgeon was able to obtain desired pressure setting by using an older programmer. Pt did not undergo a revision.